Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to confirm unexpected bg reminder and slow battery change alarm due to keypad anomaly. No scrolling numbers noted on the display. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not performed. The device was returned for analysis.